Event description:
It was reported by service report that the cot would not lock at the highest height when raising from lowest load height. It was reported the locking mechanism components were worn. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Locking mechanism components.